Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that the evis lucera elite bronchovideoscope exhibited b30 scope communication error. The issue was found during reprocessing. The intended procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and an evaluation at the repair center could not confirm the customer allegation ¿b30 error¿. Endoscopic leak detection found no water leakage. Upon endoscopic image examination, the image displayed was normal. No image error was detected and no abnormalities were found during endoscopic appearance examination. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.